Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, and the customer was instructed to return the problematic pump to tandem within 10 days using a pre-paid label. Instructions for putting the pump into storage mode and steps for receiving the replacement pump were provided and acknowledged by the caller.